Event description:
The customer contact reported "sparks" were noted from the power cord. The device was returned to the biomedical department, for an unspecified reason. The customer contact reported that while the device was in the biomedical department, on a cart and plugged into ac power, sparking was noted at the male end of the plug. During visual examination at the user facility, a hole was found in the power cord where the sparking was noted. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received on 03/09/2010. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).